Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address bone loss, loosening and collapse of the tibial tray at the cement to implant interface. Competitor cement was used. The surgeon that is now there felt that the original tka that was done was unbalanced and very tight on the medial side. The surgeon also felt that the femur was slightly malrotated and oversized, so he removed that as well and did a full revision doi: (B)(6) 2014; dor: (B)(6) 2017; left knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.